Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Unicel dxc 600 synchron system generated correct results but data innovations laboratory information system (lis) misinterpreted the data. There was no malfunction of unicel dxc 600 synchron system. The cause of the event was due to lis error. Beckman coulter instrument performed as designed. Note: lis is used in conjunction with beckman coulter unicel dxc 600 synchron system. This event was reviewed and determined to be reportable as part of bec CAPA process (B)(4).

Event description:
The customer reported data innovations laboratory information system (lis) misinterpreted sodium, potassium, chloride, co2, calcium, creatinine, glucose, blood urea nitrogen (bun), and amylase results for one patient involving unicel dxc 600 synchron system. The customer stated lis was performing a test sample and processed it in test mode. Lis used a sample ID for the test sample that was already in use. The unicel dxc 600 system performed testing and uploaded the results to lis, and lis erroneously applied the test results (of the control material) to the patient's record. The results were released and reported to the patient's actual sample identification. The patient was admitted to the hospital as a result of the error. There has been no report of patient outcome or treatment.